Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose and went to the hospital a couple of times. The doctor took the customer off of the insulin pump because the customer was not receiving insulin. The customer received a new insulin pump and it was recurring. The customer's blood glucose at the time of incident was 868 mg/dl. The customer's current blood glucose is 98 mg/dl. The customer reported having nausea, headache, blackouts and going into diabetic ketoacidosis. Troubleshooting was performed. The customer treated with fluids from the hospital. The customer was in the emergency for about three hours, treated and released on (B)(6) 2017 at 2:30 pm. The customer was at his doctor's office, passed out and was rushed to the hospital. The customer had low blood pressure and ws treated with an intervenous drip. Troubleshooting was performed numerous times. The customer's doctor would like the insulin pump replaced.